Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a chest xray done and their right ventricular (rv) lead was not connected. The lead also exhibited high impedance. The lead is still in use. No patient complications have been reported as a result of this event.